Manufacturer narrative:
The insulin pump passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized last (B)(6) 2014. Customer stated that the insulin pump alarmed no delivery and she had diabetic ketoacidosis. Customer stated she had called in the past two days because of no delivery alarms. Customer was wearing the insulin at the time of the emergency visit. Customer requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).